Manufacturer narrative:
(B)(4).

Event description:
Photo evaluation: photo of introducer sheath was received. Kink on the introducer sheath shaft was confirmed.

Manufacturer narrative:
Results, conclusion: photo of the complaint device confirmed the reported kink. However as no images were received the hematoma can not be confirmed.

Event description:
It was reported that during removal of an input introducer device, a fracture was identified and a hematoma appeared. A second input was used but the same issue occurred. The hematoma was treated with manual compression and cryotherapy. Patient was discharged in a stable condition. No other clinical sequelae reported.